Event description:
It was reported that approximately 15 minutes after the device was put into standby, a sound of a spark was heard and smoke emanating from the backside of the anesthesia machine was noticed. No injury was reported.

Manufacturer narrative:
Investigation was performed based on the available information. The evaluation of the case report, essentially the enclosed picture revealed that the origin for the ignition must be located between the mounting bracket on the right rear side and the main plastic housing of the device. As nearby no power electronic is located, obviously a high electric current was flowing over the protective earth of the device. Due to the flame and further on the heat input the grounding cable got damaged and in the further course the tubes connecting the vaporizer bar with the gas mixer interface got melted. Parts of the plastic housing are showing signs of heat development and most of the internal surfaces got covered by soot. As neither an electronic device logfile nor any additional information or the device itself was provided a more detailed analysis was not possible. Finally, the origin of the electric current couldn¿t be determined. Possibly, the wall outlets were not provided with elcbs (earth leakage circuit breaker). The device is designed in accordance with the applicable standards for medical electrical equipment, above all the iec 60601-1. The conformity is checked within the scope of periodic product audits. The verification of electrical safety of the device is part of the production tests as well as the service card in the case of maintenance and/or repair. The device was in standby at the time of event. In general, a spread of fire can be nearly excluded as the housing as well as electronic components are made from self-extinguishing materials. In the last 5 years no similar complaint has been reported.

Manufacturer narrative:
The investigation was just started, the result will be forwarded in a follow up report.

Event description:
It was reported that approximately 15 minutes after the device was put into standby, a sound of a spark was heard and smoke emanating from the backside of the anesthesia machine was noticed. No injury was reported.